Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A report was received regarding an orif, distal femur procedure. A pull reduction device was used in conjunction with a variable angle distal condylar plate. During the procedure, there was a rotation change (unknown which direction; internal to external or external to internal) that caused the device to torque. When the device was removed, the tip of the device was broken off. The broken piece of the device was not retrieved from the patient. There was no delay to the procedure reported.